Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors alarms. Customer¿s blood glucose was 180 mg/dl at the time of incident. The customer was able to clear the alarms. The customer reports insulin pump was unable to rewind. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 4 and error 15 noted during testing. (B)(4).